Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of "hub doesn't seem to be screwing in tight and just keeps twisting and not tightening, fluid is leaking out of the line" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz5303 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that the hub doesn't seem to be screwing in tight and just keeps twisting and not tightening, fluid is leaking out of the line.